Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted and no moisture damage found on electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was exposed to sweat. Blood glucose value was 89 mg/dl. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.